Event description:
It was reported that after the installation on the patient; it was noticed that the set was punctured and needed to be replaced to avoid harm to the patient. The event occurred during patient use; however, no harm was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
No samples were received for evaluation for the complaint that after the installation on the patient, it was noticed that the set was punctured. A review of the device history record shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of products. The cuff leak was discovered during use after placement is the most probable that reported failure occurred due to contact with sharp edge. The actual root cause of this issue was unable to determine without the sample.